Event description:
The procedure being performed was a posterior corpectomy. The patient was in the prone position. The lock slipped during the procedure; pin caused laceration. The patient sustained a 2-3 inch laceration on right side of head. The laceration was sutured and there were no post-operative complications as a result of the laceration.